Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient had an unexpected postoperative refraction. An iol exchange was performed in a secondary procedure. The replacement lens was a different model with a 2 diopter difference in power. Additional information was provided by a company representative that the initial iol was slightly tilted.